Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 46 months and 121 charging cycles were recorded to the device memory. The memory content of the ICD was inspected. The analysis of the shock holter showed that more than 92 charging cycles were performed by the device within one hour on (B)(4) 2013. The eos status of this device resulted from that successive charging. By analysis of all available iegms this large amount of charging cycles could be attributed exclusively to the detection of intrinsic cardiac signals. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be flawless. In summary, the device reached the eos status after excessive charging due to detection of intrinsic cardiac signals. The battery condition was as expected. There was no indication of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2013 due to ventricular tachycardia, cardiomyopathy, septic shock and cardiogenic shock. Should additional information become available, this file will be updated.